Event description:
(Mw5112968) "codman certas plus programmable valve with inline siphonguard malfunctioned. Programmed up to 6 but still causing patient to over drain. Patients condition declined resulting in headaches and a hematoma requiring surgery to remove the device." Implant date - (B)(6) 2022. Explant date - (B)(6) 2022. According to additional information received, it is unknown if the valve was replaced. The patient is improving.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 82-8805pl with lot 6105017, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.